Event description:
According to the reporter, during a thoracic surgery, the device was used to suture the small break on the surface of the heart, the surgeon mistakenly regarded the sponge in the package as gasket to protect the tissue from being cut by the thread. The sponge had been sewed and the bleeding stopped. Also the sponge was mistakenly regarded and trimmed to 0.5cm. The patient was alive with no injury.